Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 98 mg/dl. Customer stated that the drive support cap was also sticking out. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.